Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-00457. It was reported pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. Pre-procedure transesophageal echocardiogram (tee) confirmed there was no thrombus and no baseline effusion. Transseptal puncture was performed twice. The first physician that attempted was not successful; however the second attempt was and the procedure continued. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed once. It met all criteria so was released in the laa. A post implant sweep for pericardial effusion was performed and showed no evidence of effusion at the time. The patient was transferred to the post-anesthesia care unit (pacu). About 30-45 minutes post procedure it was reported the patient's pressure was steadily dropping. They weren't tachycardic yet; their systolic pressure was about 63. They brought the patient back to the catheterization lab. Once she arrived, her systolic had decreased to about 53. Imaging appeared to show a right ventricular collapse from tamponade. Pericardiocentesis was performed and they successfully withdrew 300cc of blood and the patient's blood pressure normalized. The patient was fine and returned to the pacu. No further patient complications were reported.